Manufacturer narrative:
Follow-up received on 06-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Lot number: b02261; manufacturing date: feb-2013; expiration date: feb-2016. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure inserted and had allergy around a year later. A laparoscopic hysterectomy with bilateral salpingectomy was scheduled to remove essure coils. Hypersensitivity is listed in the reference safety information for essure. In this particular case, her allergy test was positive for potassium chrome and thimerasol and was negative for nickel. Although in this case, her allergy symptoms are most likely related to potassium chrome and thimerasol, since she might have had a false negative result for nickel, a causal relationship between the allergy and essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 08-jul-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted over one year prior to this report. The procedure was fine. On unspecified date hsg (hysterosalpingogram) was performed and both tubes were occluded. About one month prior to this report, the patient started experiencing hives, generalized itching, and pruritus. The patient had allergy testing done and the tests showed she was not allergic to nickel. However, she was allergic to potassium chromium. Looking for reimbursement help for patient if she needs surgery to have essure removed. Follow-up received on 16-aug-2016 from physician:essure was placed on (B)(6) 2013 with lot number b02261. On (B)(6) 2013 hsg was done and bilateral occlusion and normal position/placement were reported. On (B)(6) 2014, patient reported rash, hives and weight gain. Fever and infection ethology were not noted. On (B)(6) 2015, she reported headaches, rash and hives. She was concerned about nickel allergy. Physician referred her to immunologist for allergy testing which was done on (B)(6) 2016; nickel allergy was not confirmed but test was positive for allergy to potassium dichromate and to thimerosol. On (B)(6) 2016, patient was seen and she was convinced that her allergy was secondarily to essure. She was scheduled for laparoscopic hysterectomy with bilateral salpingectomy in (B)(6) 2016. Follow-up received on 06-sep-2016:quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). Lot number: b02261; manufacturing date: feb-2013; expiration date: feb-2016. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment:this medically confirmed spontaneous case report refers to a female patient who had essure inserted and had allergy around a year later. A laparoscopic hysterectomy with bilateral salpingectomy was scheduled to remove essure coils. Hypersensitivity is listed in the reference safety information for essure. In this particular case, her allergy test was positive for potassium chrome and thimerosol and was negative for nickel. Although in this case, her allergy symptoms are most likely related to potassium chrome and thimerosol, since she might have had a false negative result for nickel, a causal relationship between the allergy and essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs